Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to correct information.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity and/or excessive weight." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-04366 / 04367).

Event description:
It was reported by the patient's legal counsel that the patient had a right total knee arthroplasty on (B)(6) 2014 and a left total knee arthroplasty on (B)(6) 2014. Legal counsel for patient further reported that a right knee revision procedure was performed on (B)(6) 2015 and a left knee revision procedure was performed on (B)(6) 2015. Both left and right revision procedures were due to patient allegations of pain and loosening. This report is based on allegations set forth in plaintiffs complaint and the allegations contained therein are unverified.